Event description:
This report summarizes 16 malfunction events in which the device reportedly overheated. 13 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 16 previously reported events are included in this follow-up record. Product return status 5 devices were received. 7 devices were not available for evaluation. 1 device was evaluated based on historical data analysis. 3 device investigation types have not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 16 events were reported for this quarter. Product return status 4 devices were received, 7 devices were not available for evaluation, 5 device investigation types have not yet been determined. Additional information, 16 devices were not labeled for single-use, 16 devices were not reprocessed or reused.

Event description:
This report summarizes 16 malfunction events in which the device reportedly overheated. 13 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Event description:
This report summarizes 16 malfunction events in which the device reportedly overheated. - 13 events had no patient involvement; no patient impact. - 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h10 16 previously reported events are included in this follow-up record. Product return status 7 devices were received. 7 devices were not available for evaluation. 2 devices were evaluated based on historical data analysis.